Event description:
The tip of the vitrectomy cutter broke in the pt's eye during surgery. The tip was removed with no injury to the pt.

Manufacturer narrative:
An investigation has been initiated to determine the cause of the failure. Recall reporting number is pending.